Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was replaced as it was unable to maintain a charge. Therapy was restored post-operatively.